Event description:
It was reported that the patient presented to the emergency room with an acute illness on (B)(6)2026. The patient's blood glucose levels were 8 mmol/l (144 mg/dl) while wearing the pod between 37 and 48 hours. Symptoms reported included elevated ketone levels and persistent vomiting. The patient was treated with an insulin drip, underwent an x-ray, and was instructed to remove the pod. The patient was released the same day. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.